Event description:
It was reported that the vascular stent was found to be fractured in its mid portion. Nine days post successful implantation of the vascular stent in the distal sfa and proximal popliteal artery, the patient reported about acute pain of the lower limbs. An angiogram showed a fracture in the middle segment of the stent with an in-stent thrombus formation. A treatment was carried out immediately and an additional stent was placed inside the fractured stent.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received for this lot number. There is no indication for a manufacturing-related deficiency. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Images of the implanted stent prior to the intervention have been provided. On the basis of the images, the reported stent fracture can be confirmed. However, an in-stent thrombosis could not be confirmed. Potential factors which may have led or contributed to the stent fracture have been evaluated. The event may be associated with an elongation of the stent during deployment leading to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, insufficient pre or post-dilation may have resulted in an irregular stent placement. Also highly calcified vessels, the patient's condition or the vessel anatomy may have contributed to an irregular stent placement and subsequent fracture. On the basis of the information available and the images provided, a definite root cause of the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.